Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump¿s battery cap was not able to attach to the pump. The reporter confirmed that battery cap was replaced within the last few months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/02/2015 with the following findings: the battery cap threads were found to be damaged and the contact height was out of specification.